Event description:
The customer reported that the battery was blackened from electrical contact. Further information was provided that the blackening occurred on the ac power supply, not the battery. There was no reported patient involvement.